Event description:
It was reported that the event involved a male, pt, while in the cath lab. The md attempted to advance the intra-aortic balloon (iab) through the teflon sheath and it got stuck at the very beginning/tip. As a result, the iab was removed only. A new iab was inserted through the same teflon sheath successfully via left femoral. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is the pt is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.